Manufacturer narrative:
On 01/28/2020, mentor received additional information about the event. - the suspect medical device was reported to have ruptured. Device code 1546 ¿material rupture¿ has been added. - the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 465cc gel breast prostheses on (B)(6)2020. On 02/04/2020, the mentor failure analysis lab received the device for evaluation. On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported rupture of a breast implant and development of capsular contracture. During the visual evaluation of the sample, it was observed to be ruptured. Crease was found in the edges of the tear. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed capsular contracture (baker grade iii) in her left breast. Capsular contracture was confirmed during a doctor¿s office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.